Event description:
During a sigmoid colon resection, an ethicon brand tx60b stapler misfired, cutting the bowel but not firing any staples. Bowel was repaired, wound class changed to contaminated. Ethicon tx60 stapler lot: u40t01. FDA safety report ID# (B)(4).